Event description:
Per the clinic, the patient reportedly has experienced a decrease in performance and pain at the implant site. The results of an integrity test 2009 indicate normal receiver stimulator function with multiple electrode anomalies. Patient was explanted 2009 and the patient was reimplanted with a new device during the same surgery.